Event description:
There is in-stent restenosis of a cypher stent placed prior to the pt's admission to the descover study. Details of the procedure are not presently known. This pt presented to cath for an urgent procedure due unstable angina. The following medications were given within 24 hours before the procedure: aspirin, unfractioned heparin, beta blocker, gp 2b/3a inhibitors, statins, plavix. A loading dose of plavix&reg; (missing value) given pre-procedure. The following medications were given during the procedure: unfractioned heparin, planned gp 2b/3a inhibitors. Pci was performed on a 95% de novo lesion in the mid right coronary artery (native vessel) of 15mm in length in a 4.3mm vessel diameter. The lesion had little to no calcification. The lesion was pre-dilated with an unk balloon before deploying one 3.5x24mm taxus (tm) stent at unk atm. Post-dilation stenting techniques were used for unspecified reasons. Angiographic success was achieved for this pt. Post-procedure diameter stenosis was 0 %. The pre and post-procedural timi flow was grade 3. There were no procedural complications or device malfunctions noted. The pt was discharged the next day with the following medications: aspirin, beta blocker, statins, and plavix. An event form was filled out for the 31 days - 6 months time period. The following events were present during this time period: pci of the distal right coronary artery. The type of lesion treated was a lesion treated 17 months prior to admission into the study, with an unspecified cypher stent. The event was deemed unrelated to the index procedure and the treatment device was other.